Manufacturer narrative:
G3 correction: the g3 of the previous report should have been jun 23, 2023.

Event description:
It was reported that the implantable cardioverter defibrillator was inappropriately delivering therapy. The device was explanted and replaced.

Manufacturer narrative:
No additional information was reported/additional information was requested but not received

Manufacturer narrative:
The reported field event of inappropriate therapy was not reproduced in the lab. Visual inspection of the septum and setscrew did not reveal any anomaly that could contribute to the reported event. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.